Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. All buttons functioned properly during testing. No damage on keypad traces noted during visual inspection. The lcd connector was inspected and no anomaly was noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of customer's hospitalization for high blood glucose levels and button error alarms. The customer's blood glucose level at the time of incident was 560mg/dl. The customer's most current level was 107mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer was treated for the highs. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.